Manufacturer narrative:
Upon further investigation, there was no patient involvement or harm. This event was reported to have occurred during performance verification testing (pvt). There was no delay to therapy. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported the v60 nav-ring is not working; while trying to change the settings, the numbers would jump around. The unit was reported to be in use; no patient or user harm reported.